Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump delivered more insulin than what was set. This issue was confirmed through troubleshooting and the insulin pump was replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted. The test reservoir units left matches properly to the units left in the pump status screen noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.